Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the label printers did not print the barcodes for insulin correctly. A technical support specialist reconfigured the label printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system label printers failed to print the barcode to label for insulin, when nurses attempted to remove and label insulin for administration to patients. The customer stated that the workflow was for a nurse to access the medication in the pyxis medstation es, print a barcode, label the medication with the barcode, and finally administer the medication to the patient. The customer reported that the nurse was able to remove the medication but was unable to print and attach a barcode label, and therefore, was unable to administer the medication to a patient. The procedure to follow when the label failed to print involved the nurse reaching out to the pharmacy to notify them of the issue. Subsequently, the pharmacist would then arrive at the pyxis medstation es to try and troubleshoot the issue, and ultimately the pharmacist would provide approval to administer the medication without the barcode label. The customer confirmed that the pharmacist approved administering the medication without the barcode label, which resulted in a delay in administering medication to patients. There were no patient harms or serious injuries reported based on this event.